Manufacturer narrative:
Citation: lee et al. Surgical edge-to-edge repair for tricuspid regurgitation: impact of the concomitant annuloplasty. Int j cardiol. 2023 feb 1:372:85-90. Doi: 10.1016/j.ijcard.2022.11.055. Epub 2022 nov 28. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding surgical edge-to-edge repair for tricuspid regurgitation.  The study population included 241 patients who were predominantly female with a mean age of 59 years.  Multiple manufacturer¿s devices were implanted in the study population; 14 patients were implanted with a medtronic tri-ad annuloplasty ring.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients adverse events included: bleeding complication requiring intervention, acute kidney injury, stroke, arrhythmia requiring permanent pacemaker implant, infective endocarditis, moderate to severe tricuspid regurgitation, and tricuspid stenosis.  Additionally, there were six tricuspid interventions to treat: ¿site tear¿ (n=2), annular dilatation (n=1), coaptation (n=1), leaflet retraction (n=1), and leaflet thickening (n=1).  No further information was provided pertaining to medtronic products.